Manufacturer narrative:
Concomitant medical products: (B)(4), 1407de, exp. Date: 05/31/2017, (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient expired at home. Primary ((B)(4)) and backup ((B)(4)) controller are being returned for analysis to check if there are any abnormalities. Autopsy will be performed. No further information was provided.

Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. (B)(4) were returned for evaluation. Review of the manufacturing documentation of (B)(4) confirmed that the associated device met all requirements for release. Review of the available log files revealed normal power consumption. No alarms have been logged between (B)(6) 2017. Multiple controller power up events have been logged starting (B)(6) 2017.  The last data point was logged at 20:51:26 on (B)(6) 2017 before the first controller power up event with (B)(4) (48% capacity) connected to port 2 of the controller. Port 1 was not connected to a power source. The maximum pump off time during the loss of power was 1 minute and 17 seconds. Following this loss of power event, there were two additional controllers power up and associated motor start events logged in the next 15-minute timeframe. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Based on the available information, a possible root cause of the loss of power observed in the log files may be attributed to double disconnection of both the power sources from the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although the circumstances leading to the double disconnect cannot be conclusively determined, the user's interaction with the device are likely contributing factors.  The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The interruption of the flow of oxygen to the brain can potentially lead to stroke, cardiac arrest, and an irregular heartbeat due insufficient oxygen and nutrients to the body's vital organs. Though the root cause of the reported event cannot be conclusively determined there are patient factors that are likely to have contributed to this event and the patient's outcome. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.